Manufacturer narrative:
A regulatory report is no longer necessary since manufacturer device report 1220648-2025-25672 was found to be a duplicate to manufacturer device report 1220648-2025-25487. Additional information will be documented in manufacturer device report 1220648-2025-25487.

Event description:
The complainant reported that the automated impella controller (aic) fell to the floor. The aic was removed from service. There was no patient involvement.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.